Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the device had a hole/cut in the hose. It is unknown if the device was being during surgery. It is unknown if injury or medical intervention occurred. There was no additional info provided. The date of the event is unknown.